Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records (DHR) for the lots were reviewed. A stiffner glue issue was found on one of the six possible component lots. However, the suspect product was re-inspected and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned, the root cause for the probe stopped to cut issue cannot be determined. (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe stopped cutting during surgery even though it passed priming. The surgeon replaced the vitrectomy probe and the system to complete the procedure with no harm to the patient.